Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 300-500 mg/dl. The customer stated that insulin was not delivered by the pump. The customer stated that there was an unexpected restart and external ram crc error from the insulin pump. The customer stated that the alarms occurred at the same time. The customer stated that the pump passed hp test, fixed prime test and self-test. The customer will call tomorrow to provide more information.